Event description:
The blade enclosed in the myosure device did not go back into the sheath when the instrument was not in use. The device was replaced without another one to complete the case. The sales representative was made aware and a replacement device was ordered.